Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel, with optiview, technology.

Event description:
It was reported that during a breast biopsy, the marker would not deploy. The physician was able to complete the procedure using another marker. There were no pt consequences reported.

Event description:
It was reported that during a biliopancreatic derivation procedure, air was leaking from the device that had the camera in it. Surgeon thought the leakage was from the area where the white piece of device meets the grey piece. There was no whistling or hissing heard. There was a drop in pressure and this did affect the surgeon's visibility. Continued to use device, by repositioning the camera when they could, but is was uncomfortable. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.